Event description:
It was reported that at the end of an a-fib procedure, an effusion was noticed by intracardiac echocardiography. The reporter stated that since they had epicardial access, they withdraw the fluid from the pericardial space and they noticed that it was blood. The reporter also stated that the bleeding continued and they did an open thoracotomy by CT surgery and cardiac perforation (tear of the coronary sinus) was confirmed. The perforation was closed and the patient was stabilized and under observation. Follow ups still in process to obtain detailed information regarding the event.

Manufacturer narrative:
Despite attempts to request product return, no product has been received. No product analysis could be conducted; however the device history record review has been completed and verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Sterilmed reprocessed ultrasound acunav catheter us catalog # and lot # unknown. (B)(4).